Manufacturer narrative:
Upon receipt, the device was found to be in backup vvi mode. The cause of backup vvi was determined to be due to a defective integrated circuit (ic). After the device was restored from the backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During device preparation, the device was found in back up vvi mode. The device was not implanted, and a new device was successfully implanted to resolve this event. The patient was stable.